Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, however, the patient side manipulator (psm) was proactively replaced. The system was tested and verified as ready for use. Isi has received the psm, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had recoverable fault 32100 on patient side manipulator (psm) 1. The error was not recovered with multiple recover attempts and a hard power cycle. The site disabled psm 1 and completed the procedure robotically with 3 arms. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: the customer noted that ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system did initially power on without errors. Isi technical support was contacted for troubleshooting and full troubleshooting was completed but not recovered. The procedure was completed with no reported injury. The surgeon disabled use of psm 1 due to the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) has been returned and evaluated by the failure analysis team. Fa was able to confirm complaint via system logs but was unable to reproduce the issue. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The psm was then installed onto a pftp where all relevant testing was passed within specification. After further investigation, the nad printed circuit assembly (pca) was removed for inspection and a loose screw was seen stuck to the kapton tape near the axis 3 board on the nad.